Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (necked-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the helix of this right atrial (ra) lead was unable to extend. Several turns performed. The helix was able to extend when the stylet was removed. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.